Event description:
Customer reported that the insulin pump is cracked and alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unable to perform the excessive no delivery alarm test, due to prime fill anomaly. Unit was received with cracked case at display window corners.